Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an uneventful sleeve gastrectomy, relaparoscopy was performed for post-operative bleeding. During the second procedure, a large hematoma behind the spleen was diagnosed requiring lavage, hemostasis and drainage. The patient required a blood transfusion and their hospitalization was extended by 2 days. No further complication was reported.